Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed. E1. Initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the radical-7 "power[ed] off by itself without alarm." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). H3 other text : device not returned.

Event description:
The customer reported the radical-7 "power[ed] off by itself without alarm." There was no patient impact or consequence reported.